Manufacturer narrative:
Other, other text: device evaluation: one medfusion 4000 pumps was returned for analysis. Visual inspection performed, and product found with cracked and dent on both front corners of top case and missing battery. Event history log review was performed and found evidence of reported problem. Visual inspection and occlusion testing were performed. The investigation unable to verify the battery communication timeout due to pump was send in without battery. According to the investigation the motor not running was found at the beginning of occlusion test, but no problem was found with the testing battery when used to verify the battery communication timeout problem. Further investigation also found the pump main board misaligned due to pump been dropped or mishandled by customer and the customer battery does not operate as intended. Investigators realigned the pump main board, replaced battery replaced left plunger case due to broken boss, replaced plunger tube and carriage for preventative action, replaced top case due to physical damage and performed pm maintenance and all functional testing passed. The problem source of the reported problem is user interface.

Event description:
Information was received indicating that a smiths medical medfusion pump had a motor drive error and a battery error. The issue was discovered during preventative maintenance and there was no patient involvement.